Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.